Event description:
The customer reported to vyaire medical problem with bellavista 1000 that went blue screen together with a notification and buzzer during patient use. Furthermore, there was no patient harm reported associated with the reported event. The patient was immediately placed on another ventilator.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.